Event description:
The patient reported that their v-go devices keep falling off. It was reported that the device is not sticky enough to stay adhered. The patient stated that they wear the device on the abdomen and there is no body hair. It was reported that product samples were available for return, however to date, have not been received by the manufacturer for evaluation.